Event description:
Customer reported that the insulin pump alarmed compromised force sensor during prime. Customer was advised to program a normal or easy bolus into the air; customer declined as the device was alarming and it reset itself. It counted to 10; when he tries to prime, he receives the error alarm again. Customer was unable to complete the rewind or prime. Blood glucose value was 128 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.